Event description:
It was reported by service report that the right track ripped on the stair chair. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Track belt.